Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of complaint (reported issue): "air in line" alarm. No injury reported.

Event description:
As reported by the user facility: medication needed urgently from fridge so was not at room temperature. Air in line alarm. Troubleshooting completed. Tubing loaded properly, line primed, door opened, no visible air bubbles. Ongoing issues with cold meds from fridge. No sample available. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). This follow up report is being submitted to add new information on sections b3 and b5. Update a codes on section h6. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). This follow up report is being submitted as a correction report to update sections g3 and h7. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.